Event description:
It was reported that during an unknown procedure, the device did not function although the tissue compression scale backlight was illuminated. The battery was replaced but the issue did not improve. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: the device was used on the sigmoid colon. The procedure was not converted. The anvil was placed as it was, and another device was used to complete the case. The patient¿s condition is stable.

Manufacturer narrative:
(B)(4) date sent: 06/03/2022 d4: batch # 414a90 investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage and no anvil returned. The breakaway washer was not present and the device was fully loaded with staples. When the battery was installed, the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and the motor connector was observed disconnected from the pcba. An unplugged motor connector prevented the device from firing. After the motor connector was pushed until fully seated. The device was tested for functionality and the device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The damage observed is potentially related to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.